Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. There was no harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was returned with an allegation the device failed to charge the internal battery. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The internal battery charging limit was found to be set to 65%. The device's battery charge limit was reset to 100% to correct the issue.